Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). Following pre-dilatation, a 3.00x24mm synergy¿ stent was advanced to treat the lesion. However, the device was unable to cross the proximal rca. The device was removed and the physician noted that the mid portion of the stent was lifted. The procedure was completed of another of the same device. No patient complications were reported and the patient's status was good.